Event description:
During pulse generator interrogation, an error message dis- played. The patient was pacemaker dependent and had a uni- polar lead. A software download was performed, during which the patient felt uncomfortable due to high pacing output. The nominal settings button was pushed, then during interro- gation the patient went asystolic. Interrogation showed the lead type was uncoded, so it was reprogrammed to unipolar and capture was regained. The pulse generator was replaced.

Manufacturer narrative:
The reason for the software error that occurred at the field could not be determined. The device software was successfully reloaded at the field, and as received normal device function was observed. The software error could not be reproduced despite extensive testing.